Event description:
It seemed a catheter issue. When the physician tried to manipulate the catheter, it was not deflecting properly. The catheter removed, and a new catheter inserted. The new catheter worked properly. No injury to the patient. The catheter was returned to the company for further investigation.